Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bovi (cutter) did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Initial reporter's occupation: nurse. Email: (B)(6). Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and char buildup was observed on the jaws. Traces of blood were observed on the handle of the harvesting tool. A microscopic determined that the heater wire was slightly flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device failed the pre-cautery test; it didn't produced any visible steam and heat during ten (10) 3-second activations. The handle of the harvesting tool was opened and the pre-cautery test was performed. The device fails the test. The jaw assembly was open to check any defects. No visual defects were observed during opening of the jaws. The pre-cautery test was performed again after opening the jaw, the device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the switch was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was unable to perform as the jaw assembly and the toggle of the harvesting tool was opened. Based on the results of the evaluation, the complaint for the reported failure mode "failure to deliver energy" was confirmed and was also confirmed for the analyzed failure mode "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bovi (cutter) did not work. The hospital did not report any patient effects.

Manufacturer narrative:
On 08/17/2017 (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bovi (cutter) did not work. The hospital did not report any patient effects.